Manufacturer narrative:
Additional pro code: qrb.

Event description:
It was reported that the patient experienced inadequate stimulation and a return of their pre-existing pain. High impedances were observed on the spinal cord stimulation (scs) lead. The patient reported that they underwent a back surgery a few months prior and since then they experienced the pain. Prior to the back surgery, the physician did inform the patient of the possibility of damage to the lead due to the close proximity of the back surgery site and the lead. The patient underwent a revision procedure where the lead was removed and replaced. Post operatively, the patient was doing well. The explanted lead will not be returned as it was discarded by the medical facility. No further information regarding the implant date of the lead that was removed has been able to be obtained despite good faith efforts.